Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead experienced intermittent chest discomfort. The rv lead was explanted and a new lead was positioned. It was also noted that the lead was damaged during extraction. No additional adverse patient effects were reported.